Event description:
A customer contacted global technical service (gts) regarding a system error 2240(indicating air) that appeared on the home choice (hc) during dwell 3 of 4. The home patient (hp) stated one of the supply bags had fallen off the table and disconnected from the setup. Global technical services (gts) advised the hp to contact the nurse. The hp said he would do a manual exchange in the meantime. Follow up with the caregiver revealed that the spike came out of the bag and that was why it fell. They did not notice anything unusual with the supplies. The lot number was unknown, and no sample was available. The wife stated everything was going well with therapy. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. This complaint for a system error 2240 (air in set) occurred during dwell 3/4 was not confirmed due to a lack of sample. The home patient (hp) stated one of the supply bags had fallen off the table and disconnected from the setup. The batch review was not performed because the lot number is unknown. Label review was not performed, no user error was suspected. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).